Event description:
The device is not satisfactory. Rptr has to use 2 per hyperalimentation bag to prevent leaking. They are very hard to close. Rptr has consistently had problems with this device. The clamps are very difficult to clamp shut without using pliers, especially for women with small hands. Event date shown as various, starting 12/93.